Manufacturer narrative:
Pr (B)(6) follow up for device evaluation it was reported the plunger would not depress. To aid in the investigation, one sample with no packaging blister and four photos were provided for evaluation by our quality team. A visual inspection was performed, and no defects or imperfections were observed. The sample was then connected to a syringe with saline solution. It was not possible to expel the solution; the needle is clogged. It could be possible for this defect to occur while passing the needle through the stopper vial clogging the needle with the stopper vial material. The four photos provided show the sample received. A device history record review was completed for provided material number 305106, lot 2299220. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. There are quality controls currently in place to detect this type of defect during the production process such as a vision system that inspects 100% of all products for clogged needles. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received material #305106 batch #2299220 it was reported by customer that plunger would not depress verbatim: rcc received a complaint via email. Email(s) attached. On (B)(6) 2024, the hcp office staff, who is the reporter, phoned regeneron medical information and reported the following event. An anonymous patient is on eylea hd. On (B)(6) 2024, the physician attempted the patient's most recent injection, and pierced the patient's eye with the suspect eylea hd. However, the "plunger would not depress" while the needle was inside the patient's eye. The reporter confirmed that no medicine was administered from this suspect eylea hd. The physician then used another eylea hd to administer the full dose to the patient successfully on (B)(6) 2024. The 1 suspect eylea hd is available for retrieval, and the reporter requested a replacement of 1 eylea hd. The gtin and s/n numbers were unknown because the reporter did not have the carton available at the time of the call. The reporter did not have any further information regarding eylea, the patient, medical history, concomitant drugs, and adverse event. No additional information was available at the time of this report. 1. Could you provide a photograph that includes the lot number? No a. If yes, would you please send it to product.complaints@regeneron.com 2. Were non-supplied components used in preparing/administering the dose? No a. If yes, what was used? (Brand & item #) 3. Was the tamper evident seal present on the carton? Yes 4. Was the tamper evident seal intact when the product carton was received? Yes 5. Was the shipping container damaged? No a. If yes, what part of the shipping container was damaged? 6. Was the product carton damaged? No a. If yes, what part of the carton was damaged? 7. When was the difficulty noted: while injecting the dose 8. Was the dose withdrawn into the syringe in advance and stored? No a. If yes, was a needle attached to the syringe? B. If yes, what temperature was the syringe stored at and how long was the syringe stored prior to administration? Unknown 9. Was the blue safety cap present on the vial when the carton was received? Yes. Injection needle lot 2299220. Syringe lot 0160885. Filter needle lot 200109538.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material #305106. Batch #2299220. It was reported by customer that plunger would not depress. Verbatim: rcc received a complaint via email. Email(s) attached. On (B)(6) 2024, the (B)(6) office staff, who is the reporter, phoned (B)(6) medical information and reported the following event. An anonymous patient is on eylea hd. On (B)(6) 2024, the physician attempted the patient's most recent injection, and pierced the patient's eye with the suspect eylea hd. However, the "plunger would not depress" while the needle was inside the patient's eye. The reporter confirmed that no medicine was administered from this suspect eylea hd. The physician then used another eylea hd to administer the full dose to the patient successfully on (B)(6) 2024. The 1 suspect eylea hd is available for retrieval, and the reporter requested a replacement of 1 eylea hd. The gtin and s/n numbers were unknown because the reporter did not have the carton available at the time of the call. The reporter did not have any further information regarding eylea, the patient, medical history, concomitant drugs, and adverse event. No additional information was available at the time of this report. 1. Could you provide a photograph that includes the lot number? No a. If yes, would you please send it to (B)(6). 2. Were non-supplied components used in preparing/administering the dose? No a. If yes, what was used? (Brand & item #) 3. Was the tamper evident seal present on the carton? Yes 4. Was the tamper evident seal intact when the product carton was received? Yes 5. Was the shipping container damaged? No a. If yes, what part of the shipping container was damaged? 6. Was the product carton damaged? No a. If yes, what part of the carton was damaged? 7. When was the difficulty noted: while injecting the dose 8. Was the dose withdrawn into the syringe in advance and stored? No a. If yes, was a needle attached to the syringe? B. If yes, what temperature was the syringe stored at and how long was the syringe stored prior to administration? Unknown 9. Was the blue safety cap present on the vial when the carton was received? Yes. Injection needle lot 2299220. Syringe lot 0160885. Filter needle lot 200109538.